Event description:
The following has been alleged by the patient's attorney: it is alleged by the attorney, that the patient was implanted with a bard/davol soft mesh during a laparoscopic sacrocolpopexy, enterocele repair and partial salpingectomy procedure for the treatment of vaginal vault prolapse. The attorney alleges the patient experienced an unspecified adverse outcomes associated to the use of the device.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. Additional information has been requested. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.